Event description:
Pt called lfs in 04 and alleged that their meter was reading inaccurately low. They stated that one day pt was in a store and began to feel dizzy. Pt drank a soda and when they arrived home and tested, the result was 51 mg/dl. Pt phoned their physician, who told pt that their meter was not working. Pt stated that their blood pressure might have had something to do with the dizziness. The pt was comparing their low results to normal readings and feelings. This is not a valid comparison, however the meter failed 3 control solution tests. The tests strips and control solution were in good condition and within expiration dates. The code numbers matched and the testing technique was correct. The case is being reported as a malfunction due to the failing control solution tests. There is no evidence of meter contributing to a serious injury. Pt did not test their blood sugar until after experiencing low blood sugar symnptoms. No further info has been reported.